Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device had difficulty cutting through the target polyp while cold snaring. The procedure was completed with this device. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.